Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the introducer needle fractured while in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer's blood glucose level was 8.4 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.